Event description:
It was reported that during a flight transport, the intra-aortic balloon pump (iabp) had a sudden loss of helium. The staff was unable to accessed to troubleshoot the bottle. As a result, therapy had to be discontinued for the remainder of the transport. Patient did not deteriorate when the iabp was off. There was no report of patient complications, serious injury or death. The field service agent (fsa) was called in to service the iabp and found the helium tank was loose and the helium tank was replaced and tighten.

Manufacturer narrative:
(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "leak in helium supply" is confirmed. The field service agent (fsa) checked the pump and found the helium tank was loose (not fully tightened). The fsa installed a new tank and properly tightened the knob. The pump passed functional checkout. A potential cause is improper tightening by the operator. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a flight transport, the intra-aortic balloon pump (iabp) had a sudden loss of helium. The staff was unable to accessed to troubleshoot the bottle. As a result, therapy had to be discontinued for the remainder of the transport. Patient did not deteriorate when the iabp was off. There was no report of patient complications, serious injury or death. The field service agent (fsa) was called in to service the iabp and found the helium tank was loose and the helium tank was replaced and tighten.